Event description:
The hcp reported the pt's drug pump was explanted shortly after implantation due to infection. No pt symptoms or outcomes were provided. The drug contained in the pt's pump is unk. Add'l info has been requested from the hcp, but was not available at the time of this report.